Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 462 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 300 mg/dl. It was unknown if troubleshooting was done or not. Customer was not using insulin pump since they had no infusion set left. The insulin pump will not be returned for analysis.